Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm size was not reported. Proximal neck was 22 mm in diameter and 22 mm in length. During the final angiograph, a type IV endoleak was confirmed at the 1st device (around the flow divider, jet) and the 5th device, iliac limb (blush). The physician will monitor the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results inherent risk of procedure (endoleak); (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).